Event description:
It was reported that there was a white floating particle in a half day infusor. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured october 23, 2014 - october 24, 2014. The device was received for evaluation. A visual inspection revealed a white particle approximately 0.15 square mm in size floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle as polyester material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.